Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the sidewall cover for the gantry was deformed, resulting in the door being unable to close. Replacement of the cover resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door for the imaging system would not close. Restarting the imaging system and attempting to manually close the door did not resolve the reported issue. Calibration could not be performed either. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.